Manufacturer narrative:
Investigation is ongoing.

Event description:
As per engineering observation, the sheath housing, hemostasis valve was separated. As reported by our (B)(6) affiliate, resistance was encountered during insertion of ultra delivery system through the axela sheath. The delivery system was stuck and the entire system was removed. A new sheath and a new delivery system were inserted and the valve was successfully deployed.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: sheath shaft separated from hub with shaft material visible, proximal end of sheath shaft stretched, kinks on sheath near distal tip, scratches on outer jacket, and sheath distal tip unopened. Functional and dimensional testing was not performed due to the condition of the returned device (sheath shaft separated). During manufacturing, the device and its components are inspected/tested several times. Following proximal bonding, the shafts were 100% inspected for kinks.  Following inner tip trimming, devices are 100% visually inspected. The strain relief bond is visually inspected. The outer jacket was visually inspected. During final tipping process the devices are 100% visually inspected. On the component level, the shafts undergo 100% visual inspection by both manufacturing and quality. During final sheath inspection, the assembled are inspected at the hub, shaft and tip. In addition, the lot undergoes product verification (pv) testing on a sampling basis. This testing included an insertion force test, peak insertion measured through the shaft and at the tip. In addition, the shaft to housing bond tensile is tested. The lot passed the criteria. These inspections indicate that the sheath has enough inspections in place to identify non-conformances related to the complaint events. The device history record (DHR) review was performed and did not reveal any manufacturing non -conformance's that could have contributed to the reported event. A lot history review was performed and revealed other complaints related to the complaints. No manufacturing non-conformance's were identified. Available information suggests that patient/procedural factors contributed to the event. A review of the complaint history from april 2018 to march 2019 revealed other returned complaints for the 14f axela sheath. Available information suggests that patient/procedural factors may have contributed to the complaints. No manufacturing non-conformance's were identified during the investigations of the similar complaints.  A review of complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for all the trend categories. The IFU for axela IFU, edwards sapien 3 ultra device preparation manual, and edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. The procedural manual instructs on delivery system insertion through sheath using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops, keep loader completely inserted in sheath until just before delivery system removal at end of procedure, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. A review of edwards infectiveness risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed. No potential manufacturing non-conformance's were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. There was no report of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. The presence of tortuosity can create challenging pathways that can increase resistance during device advancement. Calcification can also interact with the sheath and prevent it from fully expanding. This is supported by kinks and scratches observed on the returned device. Procedural factors such as improper flushing can also contribute to resistance with the delivery system. If resistance was encountered during device insertion, excessive force and manipulation would likely be applied to counter the resistance, which could have led to the sheath housing becoming separated from the sheath. In this case, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (improper flushing/excessive force and manipulation) may have contributed to the complaint events. However, a definite root cause is unable to be determined.  No labeling or IFU inadequacies were identified. These complaints therefore underwent further review and no further escalation is required at this time. A CAPA has been initiated to investigate and determine potential root cause and associated corrective and preventive actions as necessary for these types of complaints.